Event description:
Distributor patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Distributor patient claimed testing of the alert functionality prior to contacting dexcom technical support and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4).